Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in hospital due to pocket erosion; the skin was red around the wound. The implantable cardioverter defibrillator was explanted. The patient's condition was good post procedure.